Manufacturer narrative:
(B)(4). The problem occurred during set-up before the patient was in the room. There was a back-up unit that was used to complete the case. The reported complaint was not confirmed. The field service representative (fsr) tested operation and could not duplicate the reported issue. The fsr replaced the resistance temperature detector (rtd) assembly and dual thermistor (with o-rings) as a precaution. He tested the operation and found unit is working properly. The unit operated to manufacturer specifications and was returned to clinical use. The suspect parts were returned to the manufacturer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a follow-up emdr will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the customer reported an "e33" error code on channel a on the heater cooler unit. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.